Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using the same supplies for over 3 days with novolog insulin, tandem technical support educated the customer supplies are for 72 hours with novolog insulin. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was 270 mg/dl,